Manufacturer narrative:
(B)(4): the keypad was observed to be torn near the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable to the user and should alert the user to discontinue use of the product. Moisture was observed behind the display screen. The pump was unable to be powered. A leak test was performed and the keypad was found to be leaking. The pump was opened and moisture damage was found on the pcb. Performance testing was unable to be completed due to the pump being unable to power.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.